Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure. UDI: (B)(4).

Event description:
It was reported from germany that during service and evaluation, it was determined that the small battery drive device had a sticky trigger, worn coupling, the moving parts did not move smoothly - trigger, electrical control unit damage and motor damage. It was further determined that the device failed pretest for check the attachment coupling, check for sticky triggers, check function of the device and check power with the test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.